Manufacturer narrative:
Results are based upon user facility info and returned sample evaluation. Conclusions is based upon user facility info and returned sample eval. Is based upon reserve sample eval. Follow-up communications with the physician confirmed that the coating has been removed (along with the kidney stone) during a subsequent procedure and the pt is fine. The physician stated that he thinks that the wire became hung up on the stone during the initial procedure and that the stone was what sheared the coating. Visual examination of the returned sample confirmed that approx 13-cm of the polyurethane coating had been sheared and detached from the wire. Although the cause cannot be definitively determined, the event description and appearance of the returned sample are consistent with damage to the polyurethane coating due to manipulation of the glidewire against a sharp/rough surface (perhaps along the surface of the kidney stone that was being manipulated). Reserve sample testing confirmed no evidence of any product malfunction or defect. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up.